Manufacturer narrative:
We checked the returned unit and confirmed that the cmos module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos module. In addition, we confirmed that the led broken, the lg cable leak and cut, and the lg cable connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).